Event description:
Ems personnel were attending to a pt in cardiac arrest. An attempt was made at countershocking the pt, however allegedly the device would not charge. The operator replaced the defibrillation electrodes and again attempted to charge without success. Pt outcome was not reported.